Manufacturer narrative:
Date of event: exact date unknown, event occurred about four years ago from the date the manufacturer became aware of the event. Explant date: 4 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20296614.

Event description:
It was reported that the patient underwent an explant procedure. The explanted ipg and lead were not returned. No further information has been obtained despite good faith efforts.